Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) had ben deactivated for a non-heart related surgical procedure, after which a period of several hours occurred where the patient potentially would not have had life-saving therapy. The boston scientific local area sales representative re-programmed the device so that it could once again resume normal function. There were no adverse patient events observed by or reported to the local area sales representative.

Manufacturer narrative:
To date, no further information is available.

Manufacturer narrative:
(B)(4). The device was subsequently explanted for normal battery depletion and was returned for routine testing. This product issue will be updated when evaluation is complete.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, an engineering-level longevity prediction calculation was completed to assess the rate of battery depletion. Given the programmed parameters and other data stored within the memory of the device, the results of this calculation indicated that the actual rate of battery depletion fell within an acceptable range. Next, a series of diagnostic tests were conducted that verified the performance of pacing, sensing, defibrillation, and recording functions. Having met the engineering longevity prediction, functionally passing all returned product testing, and with no further information to indicate a product performance issue, we have concluded that this device experienced normal battery depletion.